Manufacturer narrative:
A supplemental report will be submitted upon completion of the physician's assessment of the reported information and the plant's investigation.

Event description:
A peritoneal dialysis (pd) pt reported he had drain complications. The pt was hospitalized for hernia surgery. Pt is currently off pd treatment and will not resume treatment until (B)(6) 2014.